Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and autoimmune disorder ('autoimmune diagnosed') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), pelvic pain ("pelvic pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), allergy to metals ("nickel allergy"), vaginal discharge ("vaginal. Discharge"), migraine ("migraines"), headache ("headaches"), urinary tract disorder ("bladder / urinary problems") and bladder disorder ("bladder / urinary problems"). Essure treatment was not changed. At the time of the report, the device dislocation, autoimmune disorder, pelvic pain, dyspareunia, abdominal pain, back pain, menorrhagia, allergy to metals, vaginal discharge, migraine, headache, urinary tract disorder and bladder disorder outcome was unknown. The reporter considered abdominal pain, allergy to metals, autoimmune disorder, back pain, bladder disorder, device dislocation, dyspareunia, headache, menorrhagia, migraine, pelvic pain, urinary tract disorder and vaginal discharge to be related to essure. The reporter commented: plaintiff received treatment for menorrhagia (heavy menstrual bleeding), autoimmune. Essure not removed. If no removal planned, select reason(s) medically unfit. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2013: essure confirmation test(s) conducted, (unspecified) : yes. Result: unknown. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received. Reporter information, lab data added. This case become incident. Previously reported event injury to herself were updated pelvic pain, abdominal pain, back pain, menorrhagia (heavy menstrual bleeding), nickel allergy, autoimmune, migration, bladder / urinary problems, vaginal discharge, migraines, headaches. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.